Event description:
The fe reported the system underwent multiple ffb/gib reboots. These events would have resulted in lock up situations. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.